Event description:
Customer called stating that segments were missing from the display on their meter. While on the phone, a review of the system was conducted. It was determined that segments were missing. The customer was asked to returnthe meter for evaluation. A replacement was provided and the customer was invited to call 24/7 with future questions/concerns.